Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable.. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not stay secure on the vessels, kept coming off as he took the applier off of the pedicle. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips and one clip with gap. In addition the device locked out as intended. No conclusion could be reach as to what may have caused the clip malformation.